Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. Needles did not present on deployment. Needle back down was not successful. The pt was taken to surgery for device removal. The device was disassembled in surgery and therefore was not returned to the MFR. Lot number was not provided. There was insufficient info from the field to make a judgement regarding root cause.